Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of over 1000 mg/dl at the time of the incident. The customer was over 600 mg/dl at the time of the call. The customer used the pump and was given intravenous insulin to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer thought stress and being a brittle diabetic caused the high but their endocrinologist thought it was the pump. Troubleshooting was not completed but the pump passed a self test. The insulin pump will not be returned for analysis.